Manufacturer narrative:
Depuy considers this complaint closed at this time. Update: (B)(4) 2013 - ppd received. Part/lot information has been updated. There is no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges patient had pain, scarring and disfigurement; metal poisoning and metallosis due to metal debris; elevated cobalt level and fluid pockets around hip after asr hip implant.

Event description:
Update: (B)(6) 2013-sales rep reported patient underwent revision procedure of right hip. There is no new additional information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-18270. This report, 1818910-2013-03433, will be kept for investigational purposes. A separate follow-up report will be submitted to reject 1818910-2013-18270. Depuy still considers this complaint closed.